Manufacturer narrative:
On july 26, 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical on (B)(6) 2013 that a consumer, "...had a car accident on (B)(6) 2013, because his meter was giving inaccurate readings." When the paramedics arrived at the scene, they tested the consumer's blood glucose with their unknown meter getting a result of 50 mg/dl. The consumer was transferred to the emergency room. It is unknown if the consumer was treated by the paramedics or by the emergency room staff. The consumer alleges that "...he refused the exams that the hospital recommended because he could not afford it." The consumer also reported that he continued to use the test strips up after the accident. The consumer was not able to provide any of the inaccurate reading results nor could he provide any further information regarding the reported event. The meter will be returned for evaluation.